Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6), 2010. The patient indicated she manages her diabetes with insulin (humalog). Due to the alleged issue, the patient claimed she decreased her dose of insulin to 5 units less based on carbohydrates she had eaten. The following morning, the patient stated she was feeling thirsty after the alleged issue began. In spite of the symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca verified this was the first time the patient had used the subject meter and that the subject meter needed no battery replacement. The alleged power issue was no resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly became hyperglycemic after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.